Event description:
It was reported the customer misread tandem mobile app graph assuming their blood glucose (bg) was around 400 mg/dl. Then customer checked their dexcom app and their bg was around 280 mg/dl. The customer then bolused according to 400 mg/dl bg reading causing them to go low. Bg value not provided. Customer went to the emergency room (ER) for assistance. Customer was discharged later the same day. Customer declined to continue troubleshooting. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.